Manufacturer narrative:
H3: one device was returned for evaluation. The unit was visually inspected, and the sample was found acceptable. Leak testing was performed and, during the execution of the functional test, the sample passed, and no failures were found. There was no defect reported and no findings in the lot's device history review. H10: additional related report number "3012307300-2024-15301".

Event description:
It was reported that air bubbles were visible in the peripherally inserted central catheter line entrance. There was patient involvement but no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.